Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/01/2026, it was reported that the patient's egv was 280 mg/dl before sleep 4 days after the sensor was put on the arm. The patient uses omnipod 5 in modified closed loop. Hours later, her mother attempted to wake her and found her unresponsive, prompting a 911 call. Emergency medical services (ems) arrived and obtained a bg fingerstick of 16 mg/dl. The egv at that time was unknown. The patient received IV fluids and an unspecified IV medication. She regained consciousness during transport but remained unable to converse normally. Upon arrival at the emergency department, the patient¿s egv was 109 mg/dl. Laboratory glucose results were not disclosed to the patient, but the medical team stated her levels were improving. She was provided carbohydrate and discharged after 5 hours, still reporting persistent weakness. She was wearing the same cgm at the time of call and she mentioned that it seems to read accurate. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/01/2026, it was reported that the patient's egv was 280 mg/dl before sleep 4 days after the sensor was put on the arm. The patient uses omnipod 5 in modified closed loop. Hours later, her mother attempted to wake her and found her unresponsive, prompting a 911 call. Emergency medical services (ems) arrived and obtained a bg fingerstick of 16 mg/dl. The egv at that time was unknown. The patient received IV fluids and an unspecified IV medication. She regained consciousness during transport but remained unable to converse normally. Upon arrival at the emergency department, the patient¿s egv was 109 mg/dl. Laboratory glucose results were not disclosed to the patient, but the medical team stated her levels were improving. She was provided carbohydrate and discharged after 5 hours, still reporting persistent weakness. She was wearing the same cgm at the time of call and she mentioned that it seems to read accurate. Data investigation confirmed an alert/notification settings issue as no alert/notification. The probable cause was the quiet mode vibrate only enabled indefinitely. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2026, from 12:43 pm to 01:03 pm, prior to the estimated glucose values dropping to the low threshold (65 mg/dl), the app delivered urgent low soon alerts at 0% volume as the vibrate only quiet mode was enabled indefinitely. At 01:08 pm, the egvs dropped to the urgent low threshold (55 mg/dl), and the app delivered urgent low alerts at 0% volume as the vibrate only quiet mode was enabled indefinitely. After 20 minutes, at 01:28 pm, the app escalated the urgent low alerts to 50% volume. From 01:33 pm to 03:58 pm the app delivered urgent low alerts at 100% volume. No alerts were acknowledged during this time. The probable cause was the quiet mode vibrate only enabled indefinitely. No additional patient or event information is available.